Event description:
Patient had rhino rockets placed in bilateral nares. Patient became sick and started vomiting large clots. The physician removed rhino rocket from nares, but the left one was missing the absorbable tamponade of the device. It had somehow detached from the bulb of the device. Tamponade was not found on the patient, in patient bed or in emesis of patient. X-rays of the abdomen and chest and neither showed the piece of the device anywhere in the patient. Patient was transferred to another facility due to heavy epistaxis.